Event description:
Alleged a (B) (6) pt was being positioned with the head section near a 90deg angle, and then one side gave way and the head section twisted.

Manufacturer narrative:
The bed had been returned to the service center. Repairs have not been completed.